Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported); subsequently the patient was re-implanted with a new device.